Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 449 mg/dl at the time of incident. Troubleshooting was done for no delivery and was found that the cannula was bent. The customer was advised to return the set for analysis and change out the entire infusion set.